Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there was interaction between ipg and ICD devices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise detected by the pacemaker. It was determined to be caused by the pacemaker interaction with the implantable cardiodefibrillator the patient also has implanted. The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.